Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR is to include the additional event information received on 1/20/2021. The additional event information resulted in a change in the reportability of this complaint. The study investigator reported that the event of hemorrhage was possibly related to the study device. Therefore, the event meets regulatory reporting criteria. Section b5: additional information received from the clinical database on 20-jan-2021 updated the adverse event question, ¿is the adverse event expected/anticipated?¿ from ¿blank¿ to ¿yes¿. The relationship of the adverse event of severe intracranial hemorrhage to the study device was updated from ¿unlikely¿ to ¿possible¿.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, race, and ethnicity was not reported. Patient identifier: (B)(6). The lot number is not available. (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported via the (B)(6) study, a (B)(6)-year-old male (subject # (B)(6)) with a history of smoking (active) and hyperlipidemia presented with a witnessed ischemic stroke on (B)(6) 2019 with nihss score of 10 and mtici score of 0 and experienced a symptomatic intracranial hemorrhage (sih) (mrs score of 5) on (B)(6) 2019. Per the principal investigator (pi), the event was life-threatening and required intervention to preclude permanent impairment to a body structure or a body function. According to the case report form (crf), the event lead to intubation/hemicraniectomy/ external ventricular drain (evd) placement or other major medical/surgical intervention but did not require prolongation of existing hospitalization; ¿evaluation¿ was performed as treatment. A phone call with the pi on (B)(6) 2019 indicated that the patient remains hospitalized and is scheduled to be discharged to a rehabilitation facility. The pi felt that the event was related to the study procedure and probably related to pre-existing condition and concomitant medication. The event was considered not likely related to the study device or index stroke. The patient underwent a mechanical thrombectomy using a 5x33 embotrap ii (et007533/unknown lot #) and a 4.5x28 geometric clot extractor (gce) (gce4528/19a110av) on (B)(6) 2019. Intravenous tissue plasminogen activator (tpa) was administered at the time of presentation. The suspected origin of embolism was not listed in the crf. The first pass with the embotrap at the right m1 segment of the middle cerebral artery (mca) (3 min incubation) resulted in a mtici score of 0 with no clot retrieval. Per the pi, it was very difficult to cross occlusion with wire and microcatheter; very high retrieval force was encountered. The second pass with the embotrap at the right m1 (3 min incubation) resulted in a mtici score of 0 with no clot retrieval. The physician again encountered very high retrieval force. The force caused the concomitant neuron max catheter to ride up and cause an internal carotid artery (ica) dissection, below the base of the skull. The dissection was not hemodynamic at this point, so the physician decided to continue the procedure. The third pass was made with the gce due to persistent clot at the right m1 (3 min incubation) and a high retrieval force was felt. Despite the high retrieval force, clot was retrieved via the embotrap and syringe. According to the crf, the third pass resulted in a mtici score of 2c with full clot retrieval. According to the additional information provided, the third pass resulted in a mtici score of 2a (pending clarification). There was still a distal m2 occlusion in the superior branch remaining. The physician decided to use a small eric retrieval device to chase the distal occlusion with a headway 17 microcatheter. No clot was retrieved, but m2 occlusion resolved. There was still some occlusion of the distal m3 and m4 segments, but the physician did not attempt to chase this. At this point the dissection was getting worse, so it was stented with an unspecified stent. Anti-thrombotic medication was administered due to the stenting. Two hours later, the patient condition worsened and computed tomography angiography (cta) revealed severe bleeding in the right m1 territory. Additional information received indicated that the bleeding was thought to be due to a combination of index stroke (pending clarification) and antithrombotic medication for stent (not device-related). There were no reported study device deficiencies. During the procedure, all passes were made with a neuron max distal guide catheter and an 0.070¿ sofia plus intermediate catheter via an 0.021¿ headway microcatheter. Stent retriever assisted vacuum-locked extraction (save) technique was utilized. There were no reported intraoperative complications or study device deficiencies. Intracranial hemorrhage is a known potential complication associated with endovascular mechanical thrombectomy and/or intravenous thrombolytic drug treatment for acute ischemic stroke cases and is listed in the embotrap and gce instructions for use (IFU) as such. The root cause of the event cannot be determined; however, according to the referenced literature, hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a complex and multifactorial phenomenon. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of thrombolytics also puts the patient at a higher risk for experience a hemorrhagic stroke; therefore, the risk of ht limits the applicability of tissue plasminogen activator (tpa). The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. More attention should be paid to patients with acute cerebral infarction, particularly massive infarction, cortical infarction, atrial fibrillation and cerebral embolism, hyperglycemia, low total cholesterol (tc) and low-density lipoprotein cholesterol (ldlc) levels, low platelet count, poor collateral vessels, thrombolytic treatment, increased globulin, early CT signs, hyperdense middle cerebral artery signs (hmcas) and other predictors. Review of the available information suggests that patient, procedural, and pharmacological factors, including the patient¿s index stroke and administration of anti-thrombotic medication, may have contributed to the event with no indication of a device deficiency. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported via the spero study, a (B)(6)-year-old male (subject # (B)(6)) with a history of smoking (active) and hyperlipidemia presented with a witnessed ischemic stroke on (B)(6) 2019 with nihss score of 10 and mtici score of 0 and experienced a symptomatic intracranial hemorrhage (sih) (mrs score of 5) on (B)(6) 2019. Per the principal investigator (pi), the event was life-threatening and required intervention to preclude permanent impairment to a body structure or a body function. According to the case report form (crf), the event lead to intubation/hemicraniectomy/ external ventricular drain (evd) placement or other major medical/surgical intervention but did not require prolongation of existing hospitalization; ¿evaluation¿ was performed as treatment. A phone call with the pi on (B)(6) 2019 indicated that the patient remains hospitalized and is scheduled to be discharged to a rehabilitation facility. The pi felt that the event was related to the study procedure and probably related to pre-existing condition and concomitant medication. The event was considered not likely related to the study device or index stroke. The patient underwent a mechanical thrombectomy using a 5x33 embotrap ii (et007533/unknown lot #) and a 4.5x28 geometric clot extractor (gce) (gce4528/19a110av) on (B)(6) 2019. Intravenous tissue plasminogen activator (tpa) was administered at the time of presentation. The suspected origin of embolism was not listed in the crf. The first pass with the embotrap at the right m1 segment of the middle cerebral artery (mca) (3 min incubation) resulted in a mtici score of 0 with no clot retrieval. Per the pi, it was very difficult to cross occlusion with wire and microcatheter; very high retrieval force was encountered. The second pass with the embotrap at the right m1 (3 min incubation) resulted in a mtici score of 0 with no clot retrieval. The physician again encountered very high retrieval force. The force caused the concomitant neuron max catheter to ride up and cause an internal carotid artery (ica) dissection, below the base of the skull. The dissection was not hemodynamic at this point, so the physician decided to continue the procedure. The third pass was made with the gce due to persistent clot at the right m1 (3 min incubation) and a high retrieval force was felt. Despite the high retrieval force, clot was retrieved via the embotrap and syringe. According to the crf, the third pass resulted in a mtici score of 2c with full clot retrieval. According to the additional information provided, the third pass resulted in a mtici score of 2a (pending clarification). There was still a distal m2 occlusion in the superior branch remaining. The physician decided to use a small eric retrieval device to chase the distal occlusion with a headway 17 microcatheter. No clot was retrieved, but m2 occlusion resolved. There was still some occlusion of the distal m3 and m4 segments, but the physician did not attempt to chase this. At this point the dissection was getting worse, so it was stented with an unspecified stent. Anti-thrombotic medication was administered due to the stenting. Two hours later, the patient condition worsened and computed tomography angiography (cta) revealed severe bleeding in the right m1 territory. Additional information received indicated that the bleeding was thought to be due to a combination of index stroke (pending clarification) and antithrombotic medication for stent (not device-related). There were no reported study device deficiencies. During the procedure, all passes were made with a neuron max distal guide catheter and an 0.070¿ sofia plus intermediate catheter via an 0.021¿ headway microcatheter. Stent retriever assisted vacuum-locked extraction (save) technique was utilized. There were no reported intraoperative complications or study device deficiencies.

Manufacturer narrative:
Product complaint (B)(4). Upon further review of the available information suggests that patient, procedural, and pharmacological factors, including the index stroke and administration of anti-thrombotic medication, may have contributed to the event with no indication of a device deficiency. A stent was placed to treat the catheter-induced ica dissection, and the patient was then placed on high dose anticoagulation. The intracranial hemorrhage was likely related to the anticoagulation required for the stenting in the setting of the index stroke. Based on the evaluation of the investigator that the hemorrhage was not related to the study device, the event no longer meets MDR reporting criteria. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.